Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance. Imaging revealed that the right ventricular lead had dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were lead dislodgement and high pacing impedance. As received, a complete lead was returned in one piece. The reported event of high pacing impedance was not confirmed. Visual examination of the lead did not find any anomalies. The measured full helix extension length was within specification as received. Electrical testing did not find any indication of conductor fractures or internal shorts.